Manufacturer narrative:
(B)(6).

Event description:
The customer has questioned multiple photometric parameters since (B)(6) 2015. The customer currently complains of erroneous ise sodium electrode (na) results for an unknown number of patients. The customer indicated results were reported outside of the laboratory. The date of event and actual results were requested but not provided. The customer indicated na results were discrepant. No adverse event was reported. The na electrode lot number and expiration date were not provided. It was noted that the field service representative exchanged the sample probe and no further discrepant results were observed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The exchange of the sample probe can be seen as proper preventive maintenance.